Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete; the expiration information is currently unavailable

Event description:
The sales rep reported via email during a meniscal repair, omnispan 12° implant was used. Upon insertion of first implant, the doctor fired first anchor to deploy back stop, and only the suture from omnispan 12° was deployed and no anchor was in place to tie down meniscus nor was there a second anchor in the omnispan 12°. Tourniquet time was not affected from the norm. Opened another ominspan 12° to complete the case. Additional information received via phone call to the sales rep on 7-7-17 to confirm there was no second implant on the needle. The surgeon fired the first implant, and when he pulled the gun out, the suture came out all unravelled. He cut the suture to remove the backstop and completed the procedure with 3 other omnispan needles from the same lot with no issues.

Manufacturer narrative:
Additional narrative: the complaint device was received and reviewed with a new product development engineer. Only the needle with silicone tube and loose suture were returned; no implants were returned with the device. Visual examination of the two pieces of loose suture revealed that one end on each piece of suture was slightly frayed and appeared to have been cut, consistent with the reported event. Visual examination of the needle revealed that the silicone tube was in place around the needle; the silicone appeared to be intact around the needle no impressions or areas of distortion were noted. A test omnispan needle was loaded into a test omnispan gun and each implant was deployed to examine an omnispan needle post-deployment. After deployment, the silicone tube remained intact around the needle with no impressions left in the silicone material in the locations of the implants. The post-deployment test omnispan needle visually appeared the same as the returned complaint omnispan needled; therefore, the report of an implant missing from the needle cannot be confirmed based on the returned device. A root cause for the reported event cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).